Manufacturer narrative:
A batch record review was conducted resulting in the following: the sleeves in question are produced by external supplier and supplied with accompanying certificate of conformance. A site incoming inspection cheeks coc and after inspection sleeves are released to production. According specification is length of catheter 110+/-5 mm and also appearance is check. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No similar complaint was received on mention lot#2l03638 and this type of issue. The complaint is considered as an isolated issue. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
D4: the report submitted on 06/11/2024 (MDR 3005778470-2024-00882), patient identifier (B)(6), had the incorrect UDI number listed. The correct UDI number is (B)(4). Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported "the sleeve does not touch the free edges are sharp and there were 2 injuries (lacerations) on the penis due to the edges of this sleeve."